Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in patient.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system and three (3) ovation ix iliac limbs to treat an abdominal aortic aneurysm (aaa). Reportedly, patient had very tortuous angled neck and a renal function issue. During the procedure the patient (under local anesthesia) was moving excessively causing malposition (approximately 2-3mm higher than target) of the ovation ix main body. Two (2) days post initial right renal occlusion was identified. Patient received temporary dialysis catheter. Patient is reported to be home and stable.

Manufacturer narrative:
The reported adverse event / incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event / incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number / lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event / incident was completed. An examination of medical records and / or medical imaging received by endologix shows the malposition of the aortic body with the first ring landing at the renal arteries and the post-operative renal failure necessitating dialysis are confirmed. This is consistent with the reported adverse event / incident. The most likely causation for malposition of the aortic body was a procedural user error as well as the off-label nature of the juxtarenal aortic neck that was at 90 degress (should be equal to or less than 60 degrees.) The procedure related harms identified were renal failure and a prolonged hospitalization. The final patient status was discharged home with hospice on the twenty second hospitalization day. No additional investigation of this reported adverse event / incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events / incidents. Corrections: g4: awareness date. H6: result code: remove code 3233. H6: conclusion code: remove code 11.